Event description:
It was reported via repair work order that the scale was not working properly due to damaged load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts send to customer.